Event description:
The handpiece was used for evaluation on a pt. The sales rep reports the surgeon used the handpiece appropriately. The flues kept coming off the handpiece and the surgeon had to search for the flues in the pt. No pt injury was reported. The surgeon indicated it would be helpful if the device was radiolucent.